Event description:
A customer contacted beckman coulter inc. (Bci) in regards to non-reproducible duplicate glucose (glucm) results generated by unicel dxc 600 synchron clinical system for three patients. No erroneous results were reported out of the laboratory. Confirmation tests were performed on another analyzer. There was no effect to the patient or to the user.

Manufacturer narrative:
Qc was within established specifications. A bci field service engineer (fse) replaced the reagent syringe and electrode. The fse verified the instrument covers were properly in place. The fse flushed the reagent lines through the glucose module. A definitive root cause for this event has not been determined to date.